Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the right ventricular lead exhibited lead noise that was possibly due to myopotentials. No intervention were performed. The patient was in stable condition.